Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers and bio ID not functional. The field service engineer (fse) determined that the comms sled required replacement due to no leds being present. The motherboard and auxiliary board were replaced, and cubex support assisted with reconfiguring the new boards to the station. Additionally, damaged cubies on the medbank were replaced, and all cubie trays were cleaned to remove debris and prevent future issues. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, all drawers and the biometric identifier were not functional. The drawer ethernet connection did not appear, and although the system had power and the power supply fan was running, the issue suggested a possible motherboard failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.